Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: the complaint states: ¿it was reported that the nurse started to open cement package and noticed a smell then found a hole in the package. It was not used. No surgical delay.¿ as the product sample was not returned for analysis, this investigation is based on the information contained in this complaint report and is limited. The complaint information describes a broken ampoule. Without a sample or photographs, it is not possible to establish further information for the investigation, such as when this damage originated or how serious the damage is. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. Expiry date: 31-may-2020. Quantity released: (B)(4). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nurse started to open cement package and noticed a smell then found a hole in the package. It was not used. No surgical delay.